Manufacturer narrative:
There was no donor involved in the incident. The damaged components have yet to be returned to haemonetics, without physical samples provided for evaluation the root cause could not be determined.

Event description:
On (B)(6) 2020 haemonetics was notified of smoke coming from the pcs¿2 plasma collection system, the motor control board, wire and cf dist card also reported to be damaged.